Manufacturer narrative:
Other applicable components are: product ID 3093-28, lot# v048837, implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type: lead.

Event description:
The health care professional reported that the lead tested with good motor and sensory responses. A new battery was attached to the lead; however, poor impedance values were noted even with detaching and reattaching the leads. They hcp decided to place a new lead and confirmed correct placement with motor and sensory responses. Impedance values were checked and they were normal. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.